Manufacturer narrative:
The impella cp was received and an investigation is underway. A supplemental MDR will be filed with the results of the investigation upon completion.

Event description:
The complainant reported a (B)(6) year old white male patent presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp. The device was inserted without issue, however, patient endured a large liquid bowel movement that pooled around the impella device and purge system, breaching the purge system and pump. The rn staff denied any tubing disconnection. The patient's white blood cell count rose and patient endured septic shock, thus, prophylactic antibiotics were administered as treatment and pump was removed.

Manufacturer narrative:
The impella cp was returned by the customer and an investigation was completed. Visual inspection of the pump confirmed fecal matter on the exterior surfaces of both the pump handle and the side arms, however no fecal matter was observed inside the purge lumen or pressure lumen. Data logs were analyzed and confirmed the pump had operated to specification, with no change in purge flow. The root cause of the patient injury was unable to be definitively determined as the patient had pre-existing sepsis and no fecal matter was observed on the interior of the purge lumen or pressure lumen.